Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va06s3y, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was indicated that nothing was coming on the screen. The caller was getting the poor communication screen with and without the antenna attached once the batteries were changed. One of the batteries she tried to use at first was "leaking" so she had to get a new one that worked. It was indicated that the patient was at the hospital with severe pain and hemorrhoids and also had severe constipation. It was indicated patient was getting poor telemetry with and without antenna. It was indicated patient was in pain and the daughter was not sure if the pain was caused by the programmer not working. Anomaly appears to have occurred through product use. A follow-up report will be sent if additional information becomes available.